Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nr887m - enduro meniscal component f2 24mm. According to the complaint description, postoperatively there was loosening of the tibial enduro axis with dislocation of the mechanism at a tight/firm femoral connection. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no.(B)(4). Involved components: nr860k/ enduro locking nut f/rotation axis - lot 52769280 (aesculap ag reference no. (B)(4))

Manufacturer narrative:
Additional information: b5 - updated description. D10 - involved component confirmed. H3 - yes, evaluation. H6 - codes updated. Investigation results: visual inspection: in the incoming condition the bearing for rotation axis was fixed on the rotation axis. With some effort the bearing could be removed from the axis. The rotation axis shows no serious visible abnormalities or damages. The external screw thread of the rotation axis as well as the inner thread of the rotation axis locknut shows also no visible damages/material abrasions. The bearing for rotation axis is visibly damaged. Two parts have come loose/broken off this component. The locking ring show no significant/unusual damages. The gliding surface of the meniscal component shows nearly no visible wear marks no other deformation/damage could be determined. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr 803, section 803.3, this event is considered reportable for the following reason: - serious injury (report not later than 30 days). The assessment for the reportability of this adverse event was based on patient harm, revision surgery. Conclusion/preventive measures: based on the information available, without more detailed information about the patient and the prevailing circumstances, it is not possible to determine a definitive root cause for the rotation axis breakage. The provided x-ray figures give also no clear hints regarding the root cause for the mentioned failure. There are no hints for a material, production, or manufacturing problem. The following can be mentioned as an informational note: one reason for loosening the rotation axis locknut postoperatively could be: - when the connection between the axis taper and the femur could not firmly fitted, there is a gap and hence movement between the components. This leads to the femur safety nut unscrewing or to the axis breaking bove the taper. An excessive/unusual load by the patient could also be responsible for the loosening of the rotation axis locknut postoperatively. Based upon the investigation results, a CAPA is not necessary.

Event description:
Update: this complaint product (nr887m; internal aesculap ag no. (B)(4)) is now considered to be an involved component. And there is a new leading material (nr860k; aesculap ag reference no. (B)(4)). Associated medwatch reports: 9610612-2024-00186 (nr860k; internal aesculap ag no.(B)(4)). Involved components: nr887m/ enduro meniscal component f2 24mm - lot 52813267 (internal aesculap ag no. (B)(4)).